Event description:
It was reported that a patient underwent breast augmentation revision with two 300cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed with right breast implant rupture and bilateral breast ptosis. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2024. The replacement devices were: (right) 275cc mentor smooth round moderate profile saline catalog: 3501640, lot: 9961448, sn: (B)(6) and (left) 275cc mentor smooth round moderate profile saline catalog: 3501640, lot: 9864865, sn: (B)(6). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, breast ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 25, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sx mpp gel 300cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking measuring approximately 0.4 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.